Event description:
On (B)(6) 2012, the reporter (patient's daughter) contacted lifescan (lfs) alleging that the lay user/patient's onetouch ultra meter was reading inaccurately high compared to another meter. The complaint was classified based on the information obtained by the customer care advocate (cca). At the time of the alleged issue the patient was taking glipizide and metformin (unknown doses) in the mornings and evenings. The reporter stated that the alleged issue began approximately on (B)(6) 2012 at 6 p.m. The reporter mentioned that at the time the alleged issue began the patient had taken his metformin and glipizide (unknown doses) prior to consuming a large meal. The patient reportedly had tested his blood glucose on the subject meter at 6 p.m. But the result is unknown. On (B)(6) 2012 at 7 p.m. The patient reportedly was noticed to be "drunk like and confused with slurred speech," which the reporter associated with high blood glucose. The reporter mentioned that she decided to test the patient's blood glucose with subject meter, due to the symptoms, and obtained a blood glucose result of "65mg/dl" at 7:38 p.m. The reporter advised that she tested the patient again at 8 p.m. Using a different meter (unknown device) and obtained a result of "32mg/dl." The reporter informed the cca that upon obtaining the "32 mg/dl" result she contacted emergency medical services (ems). Ems reportedly advised the reporter to give the patient maple syrup and orange juice while they were en route. The reporter said that a few minutes later ems arrived and obtained a blood glucose result of "31mg/dl" on an ems meter. Ems gave the patient "glucose paste" and transported the patient to the emergency room (ER) where a blood glucose result of "28mg/dl" was obtained on an ER meter (unspecified type). The reporter stated that the patient was admitted to the hospital and discharged the next day. The reporter stated that the patient's primary care physician reported that "the patient's medications glipizide and metformin were not being metabolized correctly." The medications were reportedly discontinued and the patient is now on insulin (unknown type/dose). The patient informed the cca that "if the meter had been more accurate, he (the patient) might not have taken the dose of medication". During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measurement and that the patient was using an approved sample site. The patient did not have control solution available so a control test could not be performed. The alleged issue was resolved with training. However, replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms, had to call ems, and was admitted to the hospital for treatment as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.